Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient stated that in 2007, her blood glucose measured 90 mg/dl at 11pm. She changed her insulin cartridge and infusion set and she received an e4 (occlusion). She then changed the insulin cartridge and infusion set again. At 5:25am the following day, the patient's blood glucose was elevated to 480 mg/dl and she felt sick. She attempted to bolus and she received an e4 error. She changed the infusion set and she was able to complete a bolus to lower her blood glucose. The patient's normal blood glucose level is 90 mg/dl. No further information is available. Product was requested to be returned for evaluation.